Event description:
N/a

Manufacturer narrative:
This complaint record is being downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, if any additional reportable information is received, then the complaint will be reopened and new information will be submitted. There was no patient involvement and no injury related to this event.

Manufacturer narrative:
A supplemental report will be submitted once the investigation is completed.

Event description:
It was reported that during training, simulator sleeve of the simulator port broke off in pressure adaptor port. Pressure adaptor cable will not seat in port. There was no patient involvement and no injury.